Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture, left breast pain, suspected breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 475cc gel breast prosthesis (left device) and a mentor memorygel breast implant 500cc gel breast prosthesis (right device) developed baker grade iii capsular contracture in her right breast post implantation. Additionally, the patient developed pain in her left breast post implantation. Lastly, it was reported that MRI results indicated possible rupture of the left breast prosthesis. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 700cc gel breast prosthesis and a mentor memorygel breast implant 750cc gel breast prosthesis on (B)(6) 2022. During explant surgery, it was observed that both breast prostheses were removed intact. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2022-07415 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 27-dec-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced left breast pain. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number:(B)(4).